Event description:
Allegedly revised due to broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Photographic images made. Complaint reviewed. Device history record reviewed. Package insert reviewed.(B)(4)

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00216.